Event description:
It was reported that the zimmer air dermatome was lacking in power and a potential leak in the device. Additional clinical follow up with the customer indicated that the issue was noted prior to the surgery and there was no pt involvement. An alternate device was pulled for the procedure and there was a delay of a few minutes to retrieve the alternate device. The reported few minutes additional procedure time is a usual and customer amount of time for the access and exchange of a product or supply during a surgical procedure and is not considered as a reported circumstance.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.